Event description:
Consumer called stating that the 9099 hydraulic pump is allegedly leaking fluid around the pump piston. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 9099, serial number/date code (B)(4) is approximately 1 year 3 months old. The owner's manual part number 1049388 rev c (jun-00) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. This hydraulic pump is being used for an invacare model 9902 hydraulic lift that the consumer has been utilizing since 1988. This lift is obsolete. No injury alleged.